Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a 29 mm transcatheter bioprosthetic valve via the right femoral artery, a pre -implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic balloon; however, the valve did not expand. A 24 mm balloon was used and a second bav was performed. The valve was inserted into the patient and deployed, but poor frame expansion was observed. Upon changing the fluoroscopic angle to right anterior oblique view, the expansion issue was confirmed. The poor expansion was attributed to severe calcification. Subsequently, a 26 mm valve was successfully implanted. No patient complications have been reported as a result of the event. Additional information was received that the first deployment attempt had poor frame expansion on the non-coronary cusp side and no improvement was noted after the valve was recaptured into the delivery catheter system.

Manufacturer narrative:
Updated data: b3. G3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: d4. The serial number of the valve was omitted from this report as it was reported that the previous valve serial number was reported in error and the correct valve serial number is unknown. H4. Device manufacture date was omitted from this report as it was reported that the valve serial number was reported in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a 29 mm transcatheter bioprosthetic valve via the right femoral artery, a pre -implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic balloon; however, the valve did not expand. A 24 mm balloon was used and a second bav was performed. The valve was inserted into the patient and deployed, but poor frame expansion was observed. Upon changing the fluoroscopic angle to right anterior oblique view, the expansion issue was confirmed. The poor expansion was attributed to severe calcification. Subsequently, a 26 mm valve was successfully implanted. No patient complications have been reported as a result of the event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012242215); product type: 0195-heart valves. Product ID l-evolutfx-2329 (lot: 0012280006); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.